Event description:
Reportedly, during a follow-up session, the patient implanted with the subject device presented a polysomnography report showing 20sec of 35bpm rhythm at night in (B)(6) 2018. The device was programmed in safer 75bpm with vv pause max at 2sec. Electric tests were ok and the device seemed to be working fine, but the 24 hours frequency curve was going down to about 35bpm. No hysteresis was programmed.